Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm during self test. The customer reported that they were unable to remove the reservoir due to spilling glue on the insulin pump. The customer reported that the insulin pump had crack as well. The customer's blood glucose was 8.6 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 63 alarmed during the self-test and was confirmed in the pump history file due to a cold solder joint at the keypad assembly. The pump was received with dried glue on the reservoir tube retainer and without a reservoir stuck inside of the reservoir tube. A test reservoir was installed, locked into place inside of the reservoir tube, and could be removed properly. The pump was received with a scratched case, a peeling end cap address label, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.